Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump delivered at a lower rate or volume than programmed (under infusion) in the neuro intensive care unit during therapy (dose, programmed amount and delivery rate unknown). There was reported to be fluid left in the bag after levetiracetam and lacosamide infusions (50ml and 100ml bags). There was no known patient injury or medical intervention associated with this event. No additional information is available.